Event description:
Received information stating customer received multiple occlusion alarms. Reportedly, customer's blood glucose level was not impacted.

Manufacturer narrative:
The device has been received for evaluation; however, the evaluation is not complete. A follow up report will be submitted.